Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on charged coupled device unit, a noise image occurs, due to a pinhole on universal cord, water tightness lost, angle rubber scratched, adhesive on angle rubber chipped, protector of the video cable section scratched, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to looseness of insertion pipe, and connection between insertion pipe and control unit not secured. The faulty parts will be replaced, and the device will be returned to the user facility. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the suggested event was caused by the failure of the image sensor unit or a defect of the circuit board in the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope exhibited irregular color tone (green only). The event occurred during an unknown therapeutic procedure. It was reported that the procedure was completed with a similar device and there was no delay. There was no report of patient harm or user injury associated with this event.